Event description:
The customer reported that the device failed to seal the blood vessel and some oozing was noted. There was no patient injury, no extension of the surgery time by more than 30 minutes, no re-operation was necessary and the blood loss was less than 500cc. The incision was not extended by more than one inch and there was no change from endoscopic to open surgery. No re-grasp alarms were heard. The vessels being sealed were small where the oozing occurred. A new device was opened and used for the completion of the surgery.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation and visual inspection found no defects. The customer reported that the device failed to seal blood vessels from the beginning of the procedure. The reported condition was not confirmed. The device was activated on simulated tissue while pressing the button in various locations to detect any problematic activation issues. The rotation knob was turned to each stop and activated. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The IFU states keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.